Event description:
See MFR. Rep. # 3004209178-2011-01878 for previous issues. It was reported that the patient was assaulted in (B)(6)-2011. The patient was later informed by her hcp that the leads had migrated to her spine. Her entire system was revised. The manufacturer device registry website showed that the entire system was replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3093-33, lot# v271759 implanted: 2009-(B)(6), explanted: unknown.